Manufacturer narrative:
The lot was manufactured between (B)(6) 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor did not infuse all the medicament. This event occurred during patient infusion. The product was being used to infuse fluorouracil 3500mg. There was no patient injury or medical intervention associated with this event. No additional information is available.